Manufacturer narrative:
The MFR did not receive devices, x-rays, or other source documents for review, since the pt has not been revised and currently being monitored. Should additional info become available an updated report will be submitted. Zimmer reference number (B)(4).

Event description:
The pt is pursuing a product liability claim arising out of the use of the durom acetabular cup. It was reported by pt's counsel that the pt received an implant in 2007. No revision info has been received. At the time of this report, the pt is currently being monitored due to unk reasons. For data entry purposes, the first day of the first month of the reported year will be entered as the implantation date.